Manufacturer narrative:
Updated fields: b4,d9,g3,g4,g6,h2,h11. Corrected fields: d8. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during insertion of the transray plus 40cc via femoral access using the standard procedure, the balloon portion was damaged, making insertion impossible. No harm was reported.